Event description:
Dealer stated that the end user was sitting on the rollator backwards (backrest in front of him) at the table and pushed away to get up. In doing this, the left front caster snapped at the top, where it screws into the frame, allegedly causing the end user to fall down. User bruised his left arm, right arm, right hip and bumped his head. No medical attention sought.